Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, rewind anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the activity button had to press more than once to respond and had to rewind more than once per prime. It was reported that they had alarm functions were not as loud and vibration was significantly less powerful. The insulin pump will not be returned for analysis.